Event description:
While retracting the PICC, rn noticed that the measurement markings were not visible. They appeared at the 13 cm mark and were very clear from 13 cm to the tip of the PICC. From 1cm to 12 cm the markings are unreadable. (B)(6). FDA safety report ID # (B)(4).